Event description:
The registered nurse states that the coaguchek xs meter (serial number (B)(4)) was dropped and that when using it the result was high compared to the laboratory result on the patient. At 11:47 am a result of 4.5 inr was obtained on the meter compared to a result of 2.7 inr from the laboratory at 11:54 am. The reagent used in the laboratory was dade innovin. The patient was sent to the laboratory for a blood test after receiving the result of 4.5 inr and was told to increase his coumadin dose for one week until he hears from them. It was stated that the controls were run but it was not known if the controls were performed before or after the meter was dropped. The patient's therapeutic range is 2-3 inr. The patient was not on heparin or any direct thrombin inhibitors. He did not have any antiphospholipid antibodies. It was reported he has been following the recommended diet for someone on warfarin. His diet does not include greens. It was stated that the patient was stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 200779-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error that messages occurred. The retention samples were acceptable. The returned meter and strips were tested in comparison to a retention meter & masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.